Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler was first fired on the stomach near the pylorus, but the staple would not allow the reload to be fired completely to cut the distal suture holding the reinforcement material on the cartridge. The suture on the material was cut manually, and extra reinforcement material was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical product: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 correction: e1 (fax and phone number). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler was first fired on the stomach near the pylorus, but the staple would not allow the reload to be fired completely to cut the distal suture holding the reinforcement material on the cartridge. The suture on the material was cut manually, and extra reinforcement material was removed. The same handle was used with the new reload to resolve the issue. No patient complications have been reported as a result of this event.